Manufacturer narrative:
Additional lot #r08077. (B)(4).

Event description:
This case was reported by a consumer (patient's wife) and described the occurrence of multiple sclerosis in a patient who received super poligrip original denture adhesive cream (B)(4) and super poligrip ultra fresh denture adhesive cream (B)(4) for denture adhesion. A physician or other healthcare professional has not verified this report. On an unk date, the patient started super poligrip original and super poligrip ultra fresh denture adhesive creams. At an unk time after starting super poligrip, the patient experienced multiple sclerosis. The patient's wife reported that she could not remember if her husband's multiple sclerosis started after he began using poligrip. This case was assessed as medically serious by gsk. Treatment with super poligrip original and super poligrip ultra fresh were continued. At the time of reporting, the event was unresolved. (B)(4). The lot numbers for these products are known; however, it is unk whether the products will be returned for quality assurance testing.